Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Due to a transfer, the aic console was changed. The purge disc, not detected alarm occurred. They attempted to reinsert and the purged disc failed, attempt to use a new purge cassette and it failed. The old purge cassette and aic were reused. The patient was stable through all of the changes. The new aic was brought up, and the transfer was completed without any issues on the new controller.

Manufacturer narrative:
D9 device was returned and date received was added. E1 initial reporter phone and zip code extension were added as they were omitted from the initial report that was submitted. Zip code was added as it was previously submitted in the incorrect field on the initial report. E2 revised selection as it was previously entered incorrectly on the initial report that was submitted. G2 selection was added as it was omitted from the initial report that was submitted. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.